Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09663, related manufacturer reference number: 2017865-2020-09664. It was reported that the patient presented to the clinic for a routine follow up. It was observed that the patient¿s device pocket was infected. The entire system, including the pacemaker, right atrial lead and right ventricular lead were explanted on (B)(6) 2020. The patient was recovering after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were detected.